Manufacturer narrative:
The device was tested by dräger service. During the device test the reported problem could not be reproduced, but a large log file was not available due to the faulty solid-state drive. Based on the information available it can be determined that there is a persistent solid-state disc error. If the disk drive is not accessible for the microprocessor system, the safety software initializes a warmstart of the cockpit infinity c500. If the disk drive is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. The ventilation is not affected by a warmstart of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while on a patient, the ventilation stopped. No patient injury.